Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During routine testing of the device at the svc ctr, the svc technician reported that the external cable was exposed at the calibrator end. No other details regarding the nature of the event were provided. Since the event occurred during routine testing of the device, there was not pt involvement during this event.